Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was unable to reproduce the failure in fa lab. No functional or performance issues were found. No further investigation planned. Additionally, log shows that the user shutdown the vent during a running ventilation, and it seems that the vent was not shutdown properly. The failure mode they saw in this situation was that they wanted to shutdown the vent but it hung-up during the shut-down procedure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, logs received from fsr and there was no indication of unit stopping ventilation. Emailed reported for more details. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000 us unit had stopped ventilating on a patient. However, there was no patient harm from this event.